Event description:
Screw came out of the power handle. Case type/application: tka 2.0.

Manufacturer narrative:
Reported event. An event regarding disassociation involving a mako mics was reported. The event can not be confirmed as product was not returned. Method & results. Product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed as product was not returned. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.